Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide devices referenced in b5 are filed under a separate medwatch report.

Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional abdominal aortic aneurysm repair (aaa) procedure. Reportedly, five proglide devices had a cuff miss [suture retrieval issue]. A sixth proglide device was attempted however when the lever was lowered, the footplate remained fully deployed. The device was attempted to be removed and it became stuck. The vessel was torn. A cutdown was performed to remove the device. A balloon was inserted to control the bleeding. The vessel was repaired with a stent graft and manual suturing was done to achieve hemostasis. It was noted that the patient's blood pressure dropped when removing the device, however the hypotension was resolved with fluids. The patient also had blood loss, and the blood loss was treated with a blood transfusion. There was no reported adverse patient sequela. It was reported that there was a clinically significant delay in the procedure. No additional information was provided.